Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient weight. Date of event is estimated.

Event description:
It was reported the patient's controller displayed the "replace generator soon" message. The device is providing therapy. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator soon¿ was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced with a competitor device.